Event description:
Us distributor contacted zoll to report that a patient was treated by the lifevest a few days ago, possibly on 12/19. The patient was reportedly in and out of consciousness and was in a car on the way to the hospital at the time of treatment. Pre and post shock rhythms are not available. It is not known whether the rhythm was converted by the lifevest defibrillation. As reported, while at the hospital, the patient went into an asystole and the vest was cut off from the patient. The equipment has not been able to be located since that time. No injury was reported from the treatment. The patient will continue to use a replacement lifevest upon discharge from the hospital. No deficiencies were alleged against the device.

Manufacturer narrative:
Monitor and electrode belt are unable to be located for return to the distributor for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment